Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stopped at zero. A review of the system log file confirmed the malfunctioning of the flexvision pc. To resolve the issue, the fse the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was not in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order.